Event description:
The physician noticed that the 7mm biliary sd stent did not fit in the 6 fr. Guide. The device was removed and replaced with a 6 mm biliary sd stent. The patient was not harmed as a result of the error. Manufacturer response for biliary sd stent: the response was that the device was used "off label" so no further investigation will be done.